Manufacturer narrative:
(B)(4). The lot was manufactured from september 9, 2013 - september 11, 2013. The device was received for evaluation. Visual inspection noted fluid inside the bag that contained the unit due to an untightened blue winged luer cap. A functional test was then performed in which the device was observed for leakage after it was refilled and had its luer cap hand tightened; the device was monitored until the following day, and no signs of a leak were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leakage due to a defective or non-conforming product was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked 5-10ml of fluid into its pouch. This was noted before patient use. The device had been filled with normal saline. There was no patient involvement. No additional information is available.